Event description:
Caller states during a correlation study the following coaguchek system/lab values were obtained: patient 1: 4.0 inr/3.0 inr; patient 2: 4.4 inr/3.2 inr. Patient 1 had their medication adjusted based on device result. No adverse event reported for either patient. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Patient 2: male, diagnoses: cva by MRI. Medicatioins: warfarin, adderall, ms contin, phenergan, catapres, prevacid, senokot-s, lactulolse, tenormin, tricor, zyprexa, fish oil, centrum silver. Additional medical therapy:lipitor, lotensin, tylenol - prn, gingko biloba, vitamin e, vitamin c, vitamin b, calcium.